Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. Basic troubleshooting was unsuccessful. The getinge representative had the customer unplug the fiber optic cable, coil it, and label it "fo sensor failure". The getinge representative explained that they would need to switch over to the inner lumen as an alternate arterial pressure (ap) source. At the customer's request, the getinge representative assisted the staff in obtaining an appropriate ap signal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: ICU manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.